Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that the patient's implantable cardioverter defibrillator had exhibited post-paced t-wave over-sensing. Corrective programming changes were scheduled but not yet performed. No patient consequences were reported.